Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a jump in pace and shock impedance measurements. There was an alert due to shock impedance measurements reached greater than 125 ohms and pace impedance measurements reached 1451 ohms. Technical services (ts) reviewed device data and indicated that this was likely patient rather than lead related, however this could not be confirmed. Additionally, it was noted on recent atrial tachy response (atr) episodes that far field oversensing was present post ventricular sensing and reprogramming was recommended. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a jump in pace and shock impedance measurements. There was an alert due to shock impedance measurements reached greater than 125 ohms and pace impedance measurements reached 1451 ohms. Technical services (ts) reviewed device data and indicated that this was likely patient rather than lead related, however this could not be confirmed. Additionally, it was noted on recent atrial tachy response (atr) episodes that far field oversensing was present post ventricular sensing and reprogramming was recommended. This lead remains in service. No adverse patient effects were reported. Additional information was received that the patient will be continuously monitored remotely to resolve. This lead remains in service. No adverse patient effects were reported.